Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The alarm was resolved by changing the infusion set and reservoir. Customer's blood glucose level was 472 mg/dl. The customer believed the insulin pump was not delivering. She had large ketones. The customer delivered a manual injection. She treated her blood glucose level with a bolus and changed her site. The infusion set had a bent cannula. The device was not returned.